Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in an unspecified number of non-dehp extension sets with 1.2 micron filter. The reporter stated that this led to an occlusion of the filter. This occurred during infusion of 20% lipid emulsion in the neonatal intensive care unit (nicu). The sets were being used with an unspecified pump. There was no patient injury or medical intervention associated with this event. No additional information is available.